Event description:
It was reported that during a coronary stent procedure, the physician experienced removal difficulties. The entire system was removed from the pt and it was noted that the stent had dislodged. They were unsuccessful at locating the stent and it remains in the pt. Pt status is listed as "okay".